Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. P-cap or reservoir locks properly into place. Device received with cracked case (battery tube).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received with an insulin pump error with critical pump error. The customer stated that, she just notice a crack on the back of the pump and it got exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.